Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm due to moisture damage on keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on her insulin pump, after it was exposed to humidity. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 173 mg/dl. Nothing further was reported.